Manufacturer narrative:
Device evaluation: d10, g4,g7, h2, h6, h10 results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated and no other issues found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and ran the unit at last user settings for several minutes will no evidence of failure. Then checked all settings on the driver power module. All settings were within specification. Spoke with tech support and they suggested replacing the driver power module in case the old one is having intermittent power issues. Fsr replaced the driver power module and completed all adjustments. Also completed a 2k preventative maintenance while onsite. The old power driver module will be sent in for inspection. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the 3100a unit turned off then on by itself while on a patient. However, no harm was noted.